Event description:
The following report was received from the affiliate: approximately two months post index procedure, the patient developed shock and anoxic encephalopathy. Cag was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration was conducted and poba was conducted with a balloon (3.0xunkmm). Inflation time and pressure were unknown. Physician's comment: the cause of the thrombotic event was because anti-platelet therapy couldn't be conducted due to leukemia and the number of platelet increased with the therapy for leukemia.

Manufacturer narrative:
The procedure was an elective case. The target lesion was at the proximal and mid lad. The vessel was a de-novo and calcified lesion; classification of the lesion was type c. The lesion length was 50mm and vessel diameter was 3.5mm. For pre-treatment, rotablator was conducted. Pre-dilatation was conducted with a 2.5x15mm balloon at 20atms for 30seconds. The 1st cypher (3.0x33mm) was implanted at 18atms for 30seconds. The 2nd cypher (3.0x28mm) was implanted at 24atms for 30seconds proximal to the 1st cypher overlapping it. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 0%. Timi flow pre and post procedure was iii. Act was not measured. The next day, after the procedure, it became known that the patient had leukemia and the platelet count was close to zero. Therefore, the anti-platelet medication was stopped. Please note: device is distributed outside the united states. However, it is similar to the united states product. This is one of three products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01272 and 9616099-2006-01273. Any additional information will be submitted within 30 days of receipt.